Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support for the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported patient had original procedure on (B)(6) 2015. Patient post op was one month: right 3.25 -0.50 61 uncorrected 20/20; left 3.00 -0.50 14 uncorrected 20/25. Three months: right 3.50 -0.75 95 best corrected 20/15; left 3.75 -0.75 120 best corrected 20/15. Surgeon did enhancement at 3 months. Prescription 3 months post enhancement: right uncorrected 20/20; left 2.25 -1.50 x 20 uncorrected is 20/30 and best corrected is 20/30+.